Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and half filled easypump ii lt 100-50-s without packaging. The received sample was subjected to a visual examination. As-received condition the white clamp was closed. The patient connector was not closed. The original wing cap was not handed over. Damages were not detected at the sample. After opening the top cap we detected crystallized drug residues and solution at the filling port (lli-cone) and crystallized drug residues at the patient connector (lla-cone) of the sample. In addition the sample was filled up to the nominal value (100 ml) and was taken to a functional test respectively a leak test was carried out. After opening the white clamp, starting the pump and waiting for 60 minutes, the pump was not working (solution was not running). Leakages were not detected at the sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): pump-damaged-blocked. Pump blocked during its preparation.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage issue is a known error pattern and corrective and preventive actions are in progress / have been implemented.